Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-(B)(4). It was reported that the catheter was returned to the manufacturer for analysis. It was noted that the device was used with/in the patient for treatment. There was no patient death or injury. The patient was not in a clinical study. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the catheter found that there was a compressed area on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 29-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg lioresal (baclofen) at 1,023.2 mcg/day (¿flex mode 95 mcg q4hrs¿). The reason for use was not reported. Patient medical history included cerebral palsy ¿ quad. It was reported that it was time for replacement of the pump. The doctor stated that another doctor thought there was a problem with the catheter. They ¿felt the patient was getting intermittent therapy. We aspirated the catheter with ease and it was patent. The doctor chose not to do a dye study since the plan was to replace the catheter regardless of their findings.¿ it was asked but unknown when the issue occurred. Intervention included replacing the catheter. The catheter was replaced by another device of the same manufacturer on (B)(6) 2018. The rep picked up the catheter to send back to the manufacturer for analysis. The replacement device information was provided. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue, but it was noted that the ¿patient did have lots of metal in back from spinal surgery.¿ it was unknown if the issue was resolved at the time of the report. The hcp would have further information regarding the event, and the rep will obtain information from the hcp ¿within a week- hopefully the doctor will let me know how patient is doing since replacement of catheter.¿ the patient was ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-apr-02. It was reported that they did not determine what the issue with the catheter was or what the cause of the issue was, as ¿it aspirated great and was patent.¿ it was unknown if the intermittent therapy had been resolved, the hcp had not seen the patient or heard from them post-operation. It was clarified that there were no issues with the pump, just normal replacement. The pump was not going to be returned to the manufacturer, ¿pumps are sent back by customer occasionally just for disposal.¿ the catheter would be returned to the manufacturer, as it was placed in the mail on 2018-mar-30. The information was confirmed with the account. There were no further complications reported/anticipated.